Manufacturer narrative:
Insulin pump received with no act button response due to corroded keypad trace. No button error alarm noted. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the customer had a button error on the insulin pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.